Event description:
Physician later reported on pfn "acute swelling around implant with infection treated with antibiotics sent for cytology for alcl-negative. Initial infection settled but symptoms (flu-like) returned". Treatment included antibiotics. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, b.6 , g.1,g.2, h.6.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "it was suspected that the patient had alcl. The patient confirmed that they did not have alcl. The patient had fluid around implant and took medical advice to have them removed."

Event description:
Patient reported fluid around the implant. The device has been explanted. This record relates to the left side.

Event description:
Patient reported fluid around the implant and "acute swelling around implant with infection treated with antibiotics sent for cytology for alcl-negative. Initial infection settled but symptoms (flu-like) returned". The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Fi results:with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30022877 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2019 through (B)(6) 2021, was noted an outlier in (B)(6) 2019. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some sealers and sterilizer were involved in more than one occasion, however, calibrations and maintenance of the equipment involved were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.